Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain/claudication and occlusion are listed in the supera instructions for use as known patient effects associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 6.0 x 80 mm supera device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2017 was performed to treat lesions located in the superficial femoral and popliteal arteries. There was mild tortuosity and mild calcification present prior to stenting. Two supera stents (6.0 x 80 mm and 6.0 x 100 mm) stents were deployed for treatment of the lesions. On (B)(6) 2018, the patient began experiencing pain at rest and claudication and it was confirmed that both supera stents had occluded. The patient is being reevaluated at this time; however, no treatment has been performed. No additional information was provided.